Manufacturer narrative:
(B)(4).

Event description:
The customer contacted philips healthcare to report that their internal paddles failed routine testing. The customer requested the part number to replace the internal paddles. There was no patient involvement.